Manufacturer narrative:
Customer has not yet returned the device to the MFR for eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
The user facility reported that the pt was on respiratory wean (ventilated at night and off ventilator during the day) and seeing a speech pathologist. The user facility reported that during use of the device the pt was found coughing and the ventilator was alarming; it was observed that the locking clamp of the tracheostomy tube flange was "up" and the tube had migrated out of place. The tracheostomy tube was removed and a face mask was used for oxygenation (site was on day 4 and not properly formed yet). The pt was assessed for 45 minutes when it was determined that ventilation was required. The pt was sedated and laid down for intubation of an endotracheal tube when secretions were observed at the stoma site (potentially orogastric fluid). The pt is still under sedation and ventilation with haemodynamic support due to presumed aspiration. Permanent outcome of the pt is unable to be assessed while the pt is sedated. The user facility informed that the device sample has been discarded.